Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "my husband had total knee replacement...within 6 hours he broke out in awful blisters...got so big they burst..e.r. Hospital for 1o days...nursing home...home care...needs left knee done but what to do...he was in so much pain with blisters size of grapefruit.. No one knew what it was...drs , hospital..son found article..massive haemorrhagic blister."